Event description:
During a vertebral body biopsy on a male patient, the physician cored into what was reported as very hard bone and the biopsy device became stuck in the bone. The physician was unable to remove the device per protocol, and when pulling the biopsy device out with the cannula, the device broke at the tip leaving a 1.5 inch piece of the biopsy device embedded in the vertebral body of the patient. Physician reported no risk to the patient and did attempted to remove the piece of the biopsy device. Physician reported the patient is not experiencing any adverse consequences from the event and does not feel the patient will experience any adverse effects in the future, and is not concerned about the biopsy device tip remaining in the patient's vertebral body.

Manufacturer narrative:
Method-other; device not returned for evaluation; follow-up conversation with physician reporting event. Results-other; no conclusion can be drawn. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.